Manufacturer narrative:
Concomitant medical products: 4046 competitor lead, implanted: (B)(6) 2006; 5554-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high/undefined pacing impedance. It was noted that during the revision procedure, the lead was observed to be loose in the header. The lead was reinserted and tested within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.